Event description:
A report was received that the patient¿s lead was fractured and was brittle. The physician suspected device malfunction. The patient underwent an explant procedure. The physician clarified that the lead fracture and brittle did not appear near the suture and that it was not noticed after the explant. It appeared to be a defective lead installation.

Event description:
A report was received that the patient¿s lead was fractured and was brittle. The physician suspected device malfunction. The patient underwent an explant procedure. The physician clarified that the lead fracture and brittle did not appear near the suture and that it was not noticed after the explant. It appeared to be a defective lead installation.

Manufacturer narrative:
The complaint the lead was fractured was confirmed. Visual inspection found lumen damage and fractured cables 5 cm from the paddle end. The root cause of the damaged is unknown. Additionally, visual inspection revealed that all electrodes were partially dislodged, but still attached to their respective cables. The root cause of the dislodgement of electrodes in unknown. The lead bodies were cleanly cut in multiple places and the multi lumen outer tubing is removed from the cables. The clean cut damaged was a result of a typical explant procedure related and it is not considered a failure. The proximal portion of the paddle lead is not returned.